Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced high blood glucose levels. Customer's blood glucose at the time of the incident was 504 mg/dl/ customer's current blood glucose was 250 mg/dl. Customer reported that she looked at the site and realized that the cannula had been pulled out of her body when the pump had come off her belt line. Customer reported that she treated with 10 units of insulin by manual injection. Product is not expected to return.